Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system did not recognize handpieces and shut itself down during a cataract with intraocular lens implant. A backup system was used to complete the procedure with no harm to the patient.

Manufacturer narrative:
The system was examined. The company representative did not indicate replicating the reported ¿shutdown issue¿. The ¿handpiece issue¿ was not replicated. However, the ultrasound was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 14, 2016. Based on qa assessment, the product met specifications at the time of release. The handpiece issue was not confirmed. Therefore, the cause of the reported event(s) remains inconclusive. Based on the information obtained, the root cause of the ¿reported shutdown¿ cannot be determined conclusively (B)(4).